Event description:
It was reported that stent fracture and acute thrombosis occurred. Vascular access was obtained via the right femoral artery. The lesion being treated was located in the mildly calcified and mildly tortuous mid right coronary artery. A 2x20mm emerge balloon catheter was inflated for 15 seconds at 10atms, 13 seconds at 10atms, 20 seconds at 10atms, and 15 seconds at 10atms in the target lesion. Then a 3x38mm and a 3x28mm promus element plus stents were deployed at 12atms for 20 seconds in the target lesion. The stents were post dilated with a nc quantum apex balloon catheter. No patient complications were reported and the procedure was ended. Post-procedure the patient reported chest pain and returned to the cath lab. The physician believed the 3x28mm promus element plus stent was fractured and caused a clot to form. The fractured stent was treated by implanting a 3.5x20mm promus element plus stent inside of the stent and post dilating with a 3.5x15mm nc quantum apex balloon catheter three times at 20atms for 15 seconds. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).